Event description:
Boston scientific crm received information that this pacemaker went from and indicator of beginning of life (bol) to elective replacement indicator (eri) in approximately three months time, and in the process skipped over the 90ppm magnet rate indicator. Technical services (ts) discussed further device evaluation to look for parameters such as high pacing percentages, high outputs, or low impedances that may have contributed to the battery depletion anomaly. A review of the device parameters revealed no such evidence. Later, the device was explanted and successfully replaced by a new device. No adverse patient effects were reported.

Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, this report will be updated.